Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(B)(4) the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the resident surgeon was using enseal to complete colotomy and either got very thick tissue in the jaws or the v care uterine manipulator and squeezed to the point of breaking the top square of the I-blade off. It was not specifically retrieved. They did copious irrigation and suctioned it all out. Attending surgeon felt it was in that. Another device was used to complete the procedure. There were no adverse consequences for the patient.